Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1432102) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: during pullback to the arteriotomy, a balloon loss of pressure occurred. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Vessel type: peripheral sheath size: 5f closure: arterial.